Event description:
Rn went to hang a unit of prbc's after 2 rn check was completed. Rn went to spike to unit of blood and as the blood was priming, the rn noticed a pin hole in tubing. The rn immediately clamped the tubing and spiked unit with new tubing. The defective tubing was sequestered. Approximately 5-10ml of blood was wasted and remained in defective tubing. Tubing sequestered to send back to manufacturer. Manufacturer response for blood tubing, interlink system straight type blood set with standard blood filter (per site reporter). Raised up to baxter that we have noted many IV tubing leaks. So far, they have not acknowledged this as a widespread problem.